Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the fluid/liquid intrusion could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated through an onsite visit performed by an olympus field service engineer (fse). The fse inspected and tested the scopes involved; the error "b30" was reproduced and an additional error of "e216" occurred. Through inspection of the scopes, it was determined that evidence of fluid invasion was present. The fse recommended to the user facility that the scopes be returned to olympus for further inspection. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "b30" occurred when using the olympus, model clv-190, evis exera iii xenon light source with multiple olympus scopes. There was no patient injury, associated with the problem, reported to olympus.